Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of device dislodgment was not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported that the patient presented for an initial implant of right atrial leadless pacemaker (ra lp) on (B)(6) 2025. It was noted that the delivery catheter (dc) while in long tether mode gave slight resistance and was not responsive. Additionally, the protective sleeve of the dc would not track over the ra lp to detach it from the tissue. The ra lp dislodged and embolized while maneuvering the introducer, and it was noted the tethers of the dc broke off entirely and was stuck in ra lp. The ra lp with the broken tethers attached to it were retrieved successfully and the procedure was abandoned. The patient stable throughout the procedure.